Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. It was initially reported in the user facility medwatch that the product was available for return. However, at this time, no product related to this event has been returned for failure analysis investigation. If additional information is received, a follow-up MDR will be submitted. As of 06/18/2020, a review of the site's complaint history has been performed and no related complaints have been identified. An instrument log review cannot be performed as the batch/lot number, batch sequence number, and exact event date are unknown. There were no images or video recording of the procedure for isi to review. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, a long bipolar grasper instrument tip allegedly fell into the patient's anatomy. However, there is no evidence that a serious patient injury occurred since the fragment was retrieved during the same surgical procedure. Additionally, no operative complications were reported. Although there was no patient injury as a result of the event, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
On 05/27/2020, intuitive surgical, inc. (Isi) received mw/ufi# (B)(4) stating: "as reported by the circulator, 'patient was undergoing a robotic prostatectomy when the surgeon noticed the long bipolar forcep tip broke while being used inside the patient. The surgeon immediately asked the assist to pull the instrument out and the surgeon pulled the small piece of the instrument that broke in the patient. The surgeon thoroughly examined the patient and the instrument prior to surgical closure. An xr was not obtained as the tip that broke off was plastic.'" It was reported that the event occurred in (B)(6) 2020, however the exact event date was not provided. There was no report of any patient injury as a result of the event. Isi has attempted to contact the customer to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained.